Event description:
A MFR sales rep. Contacted MFR customer support to report a problem with one of a female pt's battery packs. When battery pack is plugged into the charger the red charging fault light illuminates. A review of the most recent pt download shows one battery charger fault flag. The suspect battery pack was replaced.

Manufacturer narrative:
Evaluation: device evaluation of battery pack has been completed. When received for the complaint investigation the battery pack had an 0f04 fault flag recorded. The cause of the fault flag was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic was in a latched-up state, preventing the battery cells from charging. The root cause of the latched-up u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.